Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. The physician had two wires down, one in the lcx, one in the obtuse marginal (om). The physician advanced the guidezilla¿ on the wire in the lcx. When the guidezilla¿ was inside the guide catheter, resistance was noted due to the other wire also being in the guide catheter. The physician removed the secondary wire out of the guide catheter. The guidezilla¿ was advanced into the left main (lm) artery and felt he was meeting some resistance. The physician was unable to advance it very far. The physician then attempted to advance a stent; however due to lack of guide support and the inability to advance the guidezilla¿, the guide was backing out and the stent was unable to be delivered to the coronary lesion. He then tried to pull back or remove the guidezilla¿ and realized that the hypo tube had disconnected from the guidezilla¿ catheter. He was able to successfully pull everything out of the patient. The guidezilla¿ piece was still in the distal end of the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in 2 pieces. There was blood inside the lumen. Microscopic examination and tactile inspection revealed numerous kinks in the shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex (lcx) artery. The physician had two wires down, one in the lcx, one in the obtuse marginal (om). The physician advanced the guidezilla¿ on the wire in the lcx. When the guidezilla¿ was inside the guide catheter, resistance was noted due to the other wire also being in the guide catheter. The physician removed the secondary wire out of the guide catheter. The guidezilla¿ was advanced into the left main (lm) artery and felt he was meeting some resistance. The physician was unable to advance it very far. The physician then attempted to advance a stent; however due to lack of guide support and the inability to advance the guidezilla¿, the guide was backing out and the stent was unable to be delivered to the coronary lesion. He then tried to pull back or remove the guidezilla¿ and realized that the hypo tube had disconnected from the guidezilla¿ catheter. He was able to successfully pull everything out of the patient. The guidezilla¿ piece was still in the distal end of the guide catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status is fine.